Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.0mmx20mmx142cm fg coyote nc otw (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. The balloon was inflated twice at 18 atmospheres. However, upon the third inflation, the balloon ruptured at 16 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood and contrast in the inflation lumen. There was a 10mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 2.0mmx20mmx142cm fg coyote nc otw (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. The balloon was inflated twice at 18 atmospheres. However, upon the third inflation, the balloon ruptured at 16 atmospheres after a duration of 30 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.